Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that the infusion set detached from the tubing on secondary connection and it came off. The site location was at the right lower abdomen for needle, second part was on left side and the pump was on the table. This issue occurred while inserting the infusion set. She wasted about 110 units of insulin and the glue was faulty that glued the tubing to secondary connection. Reportedly, the infusions were stored in a closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. In the investigation it was found that the glue was missing from the tubing connector (glue was misplaced on the tubing connector). No further information available.